Event description:
Customer's husband reported the aviva system gave a blood glucose result of hi, which on the aviva system indicates a result in excess of 600 mg/dl, at a time when she was symptomatic of hypoglycemia. Husband attempted unsuccessfully to treat customer with glucose gel, called emts. Emts treated with IV glucose, transported her to hospital for further treatment. A request was made for the return of the system and a replacement was sent.